Event description:
Complainant alleged that the medics were setting-up the device in preparation to monitor a pt (age and gender unknown), but upon power-up the device displayed a "status 66", a "status 93", and a "cannot dump" error messages on the device screen. The medics were able to obtain another deivce to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.